Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that after the pt had the system implanted, impedance measurements were greater then 10,000 ohms. The extension was replaced the following day, as it appeared to be damaged. The pt recovered without sequela.